Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the affiliate the after implantation of a lp hakim programmable vale, the patient had a massive csf leak subcutaneously and had to stay in the hospital for longer than expected. There was no report of malfunction for the hakim valve. The valve was implanted to the patient via lp-shunt; date of implant and initial setting were unknown. The surgeon commented that the procedure technique could have contributed to this incident. Massive csf stagnation was confirmed along the subcutaneous pathway of the lumber subarachnoid cavity, beneath the access site skin. The patient left the hospital and was improved compared to pre-operation. No further information was provided by the hospital. The product will not be returned to your site.